Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the width plates were damaged and replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome was skipping during surgery. The site of the graft was uneven on the first pass. Graft was discarded and another device was used to complete the procedure. An additional graft was required. There was no significant delay reported beyond the time to prepare the new device. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was skipping during surgery the site of the graft was uneven on the pass. The graft was discarded, and another device was used to complete the procedure. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.